Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total ii (vitamin d ii) on a cobas 8000 e 801 module. The initial result was 107 ng/ml. The repeat result was 46 ng/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The vitamin d ii reagent lot number and expiration date were not provided. The customer noticed bubbles in the cleancell tubing; the tubing was replaced. The sipper nozzle and other tubing were also replaced. The issue was not resolved. On 21-jan-2026, the field service engineer (fse) replaced the cleancell tubing due to bubbles in the circuit. The gear pump head was replaced and adjusted. An instrument check was not acceptable. On 22-jan-2026, the fse replaced the sipper nozzle and the measuring cells. The instrument check was not acceptable. The fse returned to the customer site and still saw bubbles in the cleancell circuit; the tubing was replaced, but the bubbles remained. The fse replaced the syringe seals. The investigation is ongoing.